Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the atrial and ventricular leads demonstrated low impedance measurements. The leads remain in use and will be monitored. No patient complications have been reported as a result of this event.